Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. There was no evidence of the device being in use. During the evaluation an error code indicating the usb power voltage dropped below 8.000v, indicating all power sourced are depleted was observed in the device's downloaded event log. There was no documentation of any components being replaced to address the issue. No components were replaced as the device was scrapped.